Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down on its own. The customer also reported that when they rebooted this cns, it displayed a "raid error". They swapped the hdd's , but the issue persisted. They also purchased a brand new hdd, but were unable to reboot the unit properly. The cns will be sent to nk for repair/evaluation. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) shut down on its own.

Event description:
The customer reported that their central nurse's station (cns) shut down on its own.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down on its own. The customer also reported that when they rebooted this cns, it displayed a "raid error" message. They swapped the hard disk drives (hdds), but the issue persisted. They also purchased a brand-new hdd but were unable to reboot the unit properly. No patient harm or injury was reported. Investigation summary: the customer suspected that the device had a defective main board. They sent the unit for evaluation and repair. Nihon kohden repair center (nk rc) was able to observe the reported issue. Nk rc was unable to complete the repair because the main board of the device had been discontinued. The complaint device was then exchanged with another cns. A review of the history of the serial number identified no other display related issues. Based on the available information, the most probable cause of the issue is failure of the main board. The main board of the device may fail due to damage from power related events (power outage, generator tests, etc.), physical damage, dust accumulation, and wear and tear from continual use.